Manufacturer narrative:
Concomitant medical products: product type: lead; product ID: 338940. (B)(4).

Event description:
The health care professional (hcp) reported via the manufacturer represented that during patient checkup, low impedances were found on all contacts (both monopolar and bipolar). The hcp wanted to know if the patient's headache could be induced by short circuit. It was noted that the issue resolved at the time of the report, but the manufacturer representative will obtain more information from the hcp on (B)(6) 2015. No surgical intervention occurred or was planned. No patient symptoms were reported related to this event. Additional information received reported that the system was reprogrammed to exclude electrode combination 2<(>&<)>3 from programming. If additional information is received, a supplemental report will be submitted.